Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual and functional testing was completed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco / wedge / segmental resection procedure. For the first firing for the lung, the nurse tried to connect the reload to the handle. However, the cartridge shaft cover was loose and could not connect. The nurse did not overpower the device nor turn the cartridge in an anticlockwise direction. The device was not used on the patient. Replaced by a new cartridge and the firing was completed. There was no patient harm. The status of the patient is no problem.